Event description:
A patient who had been on anticoagulant therapy was readmitted to the hospital for a repeat femoral artery bypass procedure. The patient was kept in the hospital for potential problems associated with the procedure and was placed on v.a.c. Therapy after 6 days and discharged to the home. The patient was reported to be found in the home with evidence of severe bleeding. The patient subsequently died. The physician treating the patient reported that the v.a.c. Therapy did not cause the death.